Event description:
The complainant reported that in 2009, the clinician implanted a lynx system sling in a female pt. According to the complainant, approx five weeks later (exact date unk) the pt was presented with pain and urinary retention. The pt was catheterized to relieve the urinary retention. The following month, the physician successfully removed the lynx system sling, and the pt was able to urinate.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. Information was completed by the manufacturer based on information obtained from the complainant. The complainant reported that the device will not be returned for eval as it was discarded after removal from the pt; therefore a failure analysis is not available. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. The directions for use of this device contains the following precaution: a variety of materials utilized with soft tissue implants have been known to cause ... Adverse reactions such as tissue sensitivity and tissue erosion.